Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump wont come on when put the battery. Customer's blood glucose level was unknown. Customer use a brand new battery,the insulin pump came on and he got a insulin pump error. The insulin pump will not be returned for analysis.